Event description:
A caregiver contacted (B)(4) regarding assistance with ending therapy while using the homechoice (hc) during dwell 1. The caregiver stated that one of the bags fell and disconnected. (B)(4) explained that they would need to start over with new supplies. (B)(4) then assisted in ending therapy, as requested. (B)(4) contacted the patient's caregiver. She stated that the patient was able to continue therapy with the new setup. The caregiver stated that they did not notice any abnormalities with the cassette or bags and that they were discarded. The caregiver did not have the lot information and elected not to send a companion sample in for evaluation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, based on the information obtained by baxter's investigation, the cause of the separation was due to the supply bag falling and disconnecting. The lot number is unknown, therefore a batch review was not performed. The homechoice apd systems patient at-home guide instructs patients to place solution bags on a flat, stable surface and not stacked on top of each other. The patients are also warned that the table used should be large enough to hold the cycler and all of the solution bags. Similar reports have been received. Baxter will continue to monitor this product line for trends and will take corrective/preventive action as appropriate. This MDR was submitted on (B)(6) 2011; however, due to a failed ack3, this MDR is being resubmitted on (B)(6) 2011.